Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an uncomplicated cataract extraction with intraocular lens (iol) implant procedure, the axis of the iol is off. At six weeks postoperative, the patient¿s cornea is clear and there is no cystoid macular edema (cme). There is some peripheral fibrosis over the anterior surface of the iol. The patient has been offered an iol rotation or iol exchange and would prefer the rotation at this time. The physician cannot explain why he can¿t fully correct the patient¿s visual acuity. Additional information has been requested.